Event description:
Add'l info rec'd from rptr 3/8/00: facility has now identified a total of 117 pts in all of their facilities who were affected by this product problem. According to the rptr, the MFR issued a recall on the product on 2/22/00, as a result of calls the MFR had received from 19 other facilities. The MFR did return to their previous method of mfg 1/2000, but had not taken steps to notify user facilities until after complaints from these numerous facilities. The MFR did determine that the pts were suffering from a chemical reaction within the product.

Event description:
Several pts have developed pustules described as red dots with a white pimple in the middle. MFR's sales rep has informed user facility that there have been 19 other infection/pustule complaints from major healthcare systems. The cause of the problem seems to be the MFR changing from a free-on lubrication system to a water/silicone system in november of 1999. According to the rptr, the sales rep and rptr believe that MFR is not taking action in fear of losing large customers. Also, according to rptr, the MFR doesn't have the inventory to replace all the applicable catheters. The rptr is very concerned because the problem was believed to affect the immunocompromised pt but now has affected normal pts such as ones in maternity. Rptr has now also had one case of cellulitis and is aware of at least 20 pts in six of their hosps. Five of them were babies in the ICU. Facility would like to be able to obtain the lots of products with the new mfg process so that they can selectively pull and replace the product rather than having to resort to a very costly change over of stock to another vendor with whom they have no contract. Bd has not been forthcoming with this info, according to rptr. Rptr states that MFR refused to do a recall and rptr believes intervention is required.